Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verioiq meter read inaccurately high in comparison to results obtained on another meter. The complaint was classified based on customer care advocate (cca) as the patient was not available to provide follow up when attempted by medical surveillance (ms). The patient reported that at 2:00am on an unknown date she obtained a result of 185mg/dl on the subject meter which she felt was inaccurately high in comparison to a result of 140mg/dl obtained on a onetouch ultraeasy meter. The two tests were performed within 30 minutes of each other. Based on statistical methodology the calculated difference in results exceeds lifescan's criteria for accuracy. The patient manages her diabetes by self-adjusting her insulin doses and stated that she administered 12 units of lantus insulin, however could not detail when. The patient claimed that three hours prior to the alleged inaccuracy occurring she had developed symptoms of sweating, shaking and feeling dizzy. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to patient. This complaint is being reported as the patient developed symptoms suggestive of a serious injury. It could not be confirmed that the subject meter was not reading inaccurately prior to the reported symptoms.